Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs on (B)(6), 2010 alleging inaccurate readings on the patient's one touch utralink meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that on (B)(6), 2010 the patient obtained a reading of 302 mg/dl on the lfs meter. Less than 30 minutes later, the patient obtained an unspecified reading on another device. The patient developed symptoms 2 hours later of very low blood sugar and was unresponsive. The patient was then treated by a non-medical professional with glucose tablets/ glucose gel. The patient did not seek any further medical attention or contact their physician for assistance. There is no information on what the reading was on the other device, and how soon after treatment the patient regained consciousness or what the patient's blood glucose reading was after treatment. It would have also been helpful to know the patient's diabetes regimen. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The complaint is being reported since the reporter alleged that due to the alleged high readings, the patient developed symptoms suggestive of a serious injury and had to be treated with glucose tablets/ glucose gel by a non- hcp.